Event description:
It was reported that this implantable electrode was surgically repositioned due to high shock impedance measurements. This product remains in service and no additional adverse patient effects were reported.